Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient called in and said that there was a problem with their device. It was reported that the patient¿s stimulator was not working and when they increased their amplitude, ¿it went right back down¿ and the patient meant they would feel the stimulation, but then their pain would come back and they could not feel the stimulation anymore. The patient stated that they would increase the stimulation and could feel it in their back and legs, but then they did not feel the stimulation anymore. The patient also stated that they would see a question mark on their patient programmer at one point. On the call patient services walked the patient through how to connect with their patient programmer and the patient was seeing that their ins was low. Patient services had the patient bypass the low battery screen and the patient was on group b, 3.5. The patient stated that they would increase the stimulation on their patient programmer and they could initially feel the stimulation, but then the pain would come back and they would not feel the stimulation anymore. The patient programmer showed that stimulation was on. There was no reports of any traumas/fall/emi activity that may have contributed to the issue. The event occurred in (B)(6) 2019. The patient was redirected to follow-up with their healthcare provider (hcp). No further complications were reported/anticipated.